Event description:
Bleeding occurred when the nurse removed the depth electrode. Two to three hours after the removal, they found out about an intermmediate sub-arachnoid hemorrhage. The dr believes that the "bleeding occurred when they removed the electrode so the problem is probably the sticking of the contact on a small artery." The depth electrode was used for a foramen ovale procedure, against its intended use. Furthermore, the depth electrode is identified for intraoperative use only, but was reported to have been implanted for 6 days.